Manufacturer narrative:
Medical records have been requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed; there was blood on the floor and the water sensor alarmed under the dialyzer. Patient's hemoglobin dropped when checked by the nurse on (B)(6) from greater than 105 to 74. The nurse administered dose of epo to bring the patient's hb level up. Upon follow up with the patient, he confirmed that he used to take eprex 2000 twice a month before but is now taking eprex 1000 everyday since feb 28 as prescribed by the hospital. Pt stated that he did not check all the connections and the dialyzer itself on that day of the incident to ensure all was fine before treatment. Pt stated that the blood leak occurred for about 4 hours. Estimated blood loss was 1000 mls. Pt also cannot read as they have bed eyesight. The pt is stable. Sample has not been returned to the MFR.